Manufacturer narrative:
(B)(4) is associated with (B)(4), biotene oral rinse.

Event description:
My mother in law uses this product and she swallowed the product by mistake. A few drops was swallowed, [accidental device ingestion] congested breathing [difficulty breathing] phlegm [phlegm] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene oral rinse (unspecified variant). Additional information, adverse event information was received via call on 06 june 2018. The consumer reported that, "my mother in law uses this product and she swallowed the product by mistake. A few drops was swallowed. What are the harms? Like a little cup or teaspoon." Follow up information was received via call on 20 june 2018. The patient's son answered the phone. Consumer reported that, the patient was hospitalized a week ago for "congested breathing" and "phlegm". The patient was given prednisone for treatment. The patient's son was unsure if the congested breathing and phlegm was a result of when the patient accidently swallowed the biotene. The patient's son also mentioned that these events occurred about a week after the patient swallowed the biotene." Consumer provided the mailing address. On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced congested breathing (serious criteria hospitalization) and phlegm (serious criteria hospitalization). On an unknown date, the outcome of the congested breathing and phlegm was unknown. It was unknown if the reporter considered the congested breathing and phlegm to be related to biotene oral rinse (unspecified variant). Treatment product included prednisone.